Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, there was placement difficulty with the lead due to helix failure and inner stylet lumen obstruction. The lead was attempted/not used and was replaced with a different lead. No patient complications have been reported as a result of this event.